Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to pcb1.

Event description:
It was reported that the customer had issue with insulin pump. The customer blood glucose level was unknown. Troubleshooting was not performed. Customer stated that the insulin pump had replace batteries every few hours. The device will be returned for analysis.